Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
A clinical specialist sent an email to report that the customer experienced another broken sensor in his skin. The specialist went to the customer's home to investigate, and there was a small, open wound on the customer's skin with a scab. The site was not infected. The specialist did not see anything in his skin, but the customer stated he could feel it inside. The customer did not want to pay to have it removed so, he will let it come out on its own.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of sensor break and skin infection. The customer's blood glucose reading was 117 mg/dl. The customer stated that the sensor might have become loose. The customer reported the skin infection to be just a scab, less than 1/8 inches across. The customer stated that 2 wires stuck out of the skin. The sensor will not be returned for analysis.

Manufacturer narrative:
The customer called and stated he has about 10 places where he has worn the sensor and the wires are sticking out of his stomach. The customer stated that he is going to follow up with a micro surgeon to have them removed. Lot number hg1g0le. Expiration date 2017/05/04.